Manufacturer narrative:
The product was not returned for evaluation. The DHR review was not possible because the lot numbers for the catalogs reported were not provided. A failure analysis and determination of root cause is not possible due to product was not returned. The complaint is considered unconfirmed. Medical affairs was contacted for further evaluation. According to medical affairs input: ¿if there is a csf leak, then it could be related to the duragen. But it doesn¿t sound like there is a leak. And this could be secondary to the procedure itself. It¿s really not clear on this one.¿ between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A physician reported that in early (B)(6) 2020, the duragen 3x3 1 pack ce caused involuntary movement of the patient¿s right hand. Involuntary movement (weakness) resulting from compression of the removed site due to epidural edema after removal of meningioma. Duragen was used for dural defects caused by removal of meningioma. They took the allowance for the dura and placed the duragen. Symptoms did not appear immediately after the operation, but one week after the operation, the involuntary movement of the right hand and sometimes a phenomenon that it was difficult to apply power at the time of discharge occurred. There was no epidural edema in the image at that time. After discharge from the hospital, one week later, patient was diagnosed with epidural edema. The doctor speculated that the symptoms may be due to edema in the motor area. At the moment, the symptoms were appearing, but they are being followed up. There was no delay in surgery. An outpatient consultation was scheduled for february. Additional information has been requested.